Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, new orders and new patients were not crossed over to all stations. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ es server, new orders and new patients were not crossed over to all stations. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of the actual device used in this incident, it was determined that the new orders and new patients were not crossing. A technical support specialist troubleshooted the device and dialed into the server, collaborated with the carefusion coordination engine (cce) team, applied knowledge article 'message delay between cce and es server 1.6.1 over port 808', ran the necessary query, and confirmed the issue was resolved. The customer verified the fix, and the case was closed. The system functioned as intended after the technical support specialist diagnosed the device.